Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The svc report is as follows: console was not fully engaged in cart. Customer did not perform the correct procedure. If the unit/part is returned for eval and up on results availability a supplement document will be provided. (B)(4).

Event description:
It was reported "customer states batteries are not charging and device fails to turn on with just a/c." Incident occurred during routine check by customer.